Manufacturer narrative:
(B)(4).

Event description:
Procedure: bowel tumor removal. According to the reporter: anatomy involved: bowel tumor. Only partial staple line when used. Radial reload used in a robot tumor debulk converted to open bowel resection.